Event description:
It was reported that during the implant of the right ventricular (rv) lead, the patient became hypotensive. It was noted that during the positioning, the rv lead appeared further lateral than the location of the septum, concerning possible entrance into the pericardium. An emergent echocardiogram was done which confirmed tamponade/pericardial effusion. Pericardiocentesis was successful intervention. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant procedure, a separate lead was opened and experienced issues with the helix prior to use. The lead was not used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.